Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found grey particulate matter in the vial. The reported condition was verified. Functional testing was performed by activating a new vial with the returned vialmate. No issues were noted. The cause of the condition was a coring issue related to suboptimal activation of the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number: 15g30v137 and 15g1v445 are the potential lot numbers. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were pieces of the stopper in a vial-mate after activation. There was no patient involvement. No additional information is available.